Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR.: synergy ous mr 2.50 x 38 mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent revealed distal damage. Strut row 1 on the distal end of the stent was lifted and pulled distally. The undamaged crimped stent od (outer diameter) was measured and was within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube revealed multiple kinks along the full catheter length. An examination of the shaft polymer extrusion revealed no issues. There were no signs of damage or strain to the port bond. The tip was visually examined and no issues were noted. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 12-apr-2017. It was reported that crossing difficulties were encountered. The target lesion was located in the very calcified mid left anterior descending (lad) artery. After pre-dilatation was performed with an emerge balloon catheter, a 2.50 x 38 synergy¿ drug-eluting stent was advanced but failed to cross the lesion. The device was removed from the patient's body and the procedure was completed with the implantation of a 2.5 x 24 and 2.25 x 16 synergy¿ drug-eluting stents. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed distal stent damage.